Manufacturer narrative:
This report is a response to medwatch report # mw5088657 which was received by amt from the FDA on 08/20/2019. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device was not returned therefore a visual and functional evaluation could not be done however, a device history review was performed as the lot number was provided. The exact cause for the crack in the port is unknown at this time. Based on the provided information and the device history review completed it is not believed to have been caused by a manufacturing defect. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Applied medical technology received voluntary event report #mw5088657 from the FDA medwatch program. The report states that the patient's g-tube extension cracked at the med port.